Manufacturer narrative:
Patient claims the brace should have protected him against injury while performing training on a wakeboard . The IFU of the brace indicates the following: "warning: this device is a supportive brace only, and is not intended or guaranteed to prevent knee injury." The brace has not been returned for further analysis. Without the brace (or pictures) it cannot be determined whether the brace has malfunctioned during use.

Event description:
Patient got injured during wakeboarding training and his left acl was torn.